Event description:
A patient complained to us about bottles that didn't have a tube attached, had no vacuum and the alcohol pads were dry.

Manufacturer narrative:
Pr :(B)(4). Initial emdr submission. A follow up emdr will be submitted if additional information becomes available. (B)(4). Patient problem code:(B)(4).

Manufacturer narrative:
(B)(4). Initial emdr submission. A follow up emdr will be submitted if additional information becomes available. (B)(4).

Event description:
A patient complained to us about bottles that didn't have a tube attached, had no vacuum and the alcohol pads were dry.

Event description:
A patient complained to us about bottles that didn't have a tube attached, had no vacuum and the alcohol pads were dry.

Manufacturer narrative:
(B)(4). Follow-up emdr for device evaluation: no photos or samples were received by our quality team for evaluation therefore the failure mode could not be verified. A review of the internal manufacturing device records and raw material history files for the lot 0001401933 was performed and no recorded quality problems or rejections related to this incident were found. Product undergoes inspections throughout manufacturing, no issues related to the reported incident were identified, all procedural and functional requirements for product release have been met. Based on the available information we are not able to identify a root cause at this time. We appreciate you taking the time to bring this observation to our attention. Complaints received for this device and defect will continue to be monitored by our quality team for signs of emerging trends. H3 other text : see manufacturer here.